Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (250 mg/dl) the customer delivered a manual injection to stabilize bg level. The customer stated to be under a high amount of stress and declined to troubleshoot with tandem technical support.